Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during (B)(4) and concerns our complaint # (B)(4). The retained samples of the same lot have been inspected visually, tested electrically and thermally. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. The skin reaction developed 48 hours after the surgery in the area the electrode had been applied on during surgery. The time lag basically rules out a burn and leaves pressure necrosis or irritation as most plausible causes for the reaction. Given the poor state of health of the patient and the effect of the diabetes and probably the medication on the skin we assume that the reaction was actually a skin irritation developing on a skin section that had been stressed in addition by the presence and probably the handling of the electrode two days before. The cause for the irritation thus might not have been the electrode itself but the use of diapers or other factors present after the surgery. However, the lack of more detailed information does not allow us to draw a final conclusion.

Event description:
On (B)(6) 2012 at hospital (B)(6) , a 3 hours abdominal stent implantation procedure was performed on a patient. A wem electrosurgical generator (model ss220a) and a skintact dispersive electrode (model ro01) were used. The electrode was placed on the left buttock. The customer also stated the patient was lying in the "decubitus front" position and was not repositioned. The body type of the patient was described as thin, the skin as thin and hairless. The patient was bedridden with a loss of muscle mass. The skin was not shaven, not cleaned and no ointment had been applied but the skin was disinfected and dried. The power setting was described as "voltage: 220 v and the power of 35 va". The power setting was not increased during surgery. Forty eight hours after the procedure redness developing into blisters in the coccygeal region and the left buttock was noticed below the area of the hydrogel at the ends and the middle. The wound has been treated with dressings for burns.